Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing date: january 28th, 2011, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #27810 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 45-48 hrc and was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: the instrument was received in quite good condition. The screw holding the plate spring came off. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The bore could not be tested as it is unobtainable without destruction. No manufacturing issue was found during investigation. Root cause: indeterminate as we don¿t know exactly why the screw loosened. The screw was fixed with glue which was checked by the investigator in the device history records. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate spring screw of a rod persuader came off during a pre-surgical ultrasonic washing on (B)(6) 2015. No patient involvement. This report is 1 of 1 for (B)(4).